Event description:
Allegedly, patient was revised due to cocr corrosion at the profemur® long neck , during the procedure dr (B)(6) found severe metallosis involving the entire synovium. Components from another manufacturer: 48mm medacta versafit acetabular shell; 28mm medacta dual mobility poly liner.